Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1384 " removed. The device was returned to the factory for evaluation on 05/29/2024. An investigation was conducted on 06/05/2024. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be intact. The c-ring observed to be straight instead of curved upward. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380314 history record review was completed. There was ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula.¿

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws and c-ring came close together when advancing the c-ring. The c ring was not bent appropriately, as such the hemopro tip was touching the c-ring when pushed out. It was not obvious until the case had already started. A new device was used to complete the procedure after a less than 5 minute delay. There was no patient harm.